Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). No episodes of twos have occurred since that day and no oversensing was observed real time. The lead remains in use. No patient complications have been reported as a result of this event.